Manufacturer narrative:
It was determined at analysis that the external pulse generator connector was broken. It was additionally noted that the assembly and two knobs were contaminated, the lower case was broken, and the display wires were pinched; wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manuf acturer's analysis. There was no patient involvement.